Event description:
While performing a laparoscopic cholecystectomy in the or the surgical resident was using laparoscopic electro-cautery on the patient, the cautery suddenly ceased working. The surgical team heard a pop, explosion and a flare coming from the cautery machine. The surgeon put out the fire using his foot and hand.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.